Event description:
The following has been reported: biomed reported: I have two pumps that need to be sent in for repair. Serial number (B)(6) keeps saying cassette contains air. Serial number (B)(6) will not recognize tubing set and keep saying reload cassette. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.